Manufacturer narrative:
(B)(4).

Event description:
It was reported that a transmitter failed error occurred for transmitter ID 8t2jt9. Data was evaluated and the allegation was confirmed for transmitter ID 8y2b7e. The allegation of a transmitter that stopped working is reportable based on the finding of a transmitter failed error. No injury or medical intervention was reported.

Event description:
Subsequent to the initial submissions, a correction to the b5 statement is required it was reported that a transmitter that stopped working occurred for transmitter ID 8t2jt9. Data was evaluated and the allegation was confirmed for transmitter ID 8y2b7e. The allegation of a transmitter that stopped working is reportable based on the finding of a transmitter failed error. No injury or medical intervention was reported.